Manufacturer narrative:
The customer initially requested assistance from a philips representative as their unit experienced a shock failure. However, following initiation of the case, no further action was documented by the customer and attempts to obtain additional information received no response. As such, the reported issue could not be verified and a cause for the failure could not be established. Philips is unable to rule out that a malfunction did not occur. As an evaluation was not performed and additional information could not be obtained, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted. H3 other text : no further action documented by customer and attempts to obtain additional information received no response.

Event description:
It was reported to philips that the unit failed to deliver a shock. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the unit failed to deliver a shock. There was no patient involvement.